Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. A lot number has been provided. Upon completion of a review of manufacturing records, a follow-up report will be submitted.

Event description:
It was reported that there was leakage hole on tubing at middle point during preparation at the beginning of surgery. The device was used with ji2000. User training is scheduled is done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned to your site.

Manufacturer narrative:
Updated UDI : (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected field: device available for evaluation? It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. An integrated tube/cord sets unitized p/n 80-1189; lot # c50524 was received for evaluation. There was a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the top connector. The damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. This tubing was used with a ji2000 which is not recommended for use with this tubing set. A review of manufacturing records found no anomalies. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.